Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical assistance. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported, that the patient went to their (B)(6), due to elevated blood glucose (bg) values. For treatment, the patient was prescribed medication for their kidneys and given insulin. The patient stated, that the pdm was damaged. No further information was given.